Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the distal end cover of the evis lucera gastrointestinal videoscope had been burnt. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the burnt distal end cover could not be determined. It is possible that high energy, high frequency, or laser accessories were used without maintaining enough distance from the endoscope's tip. Olympus will continue to monitor field performance for this device.